Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath exhibited air bubbles during aspiration. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a faradrive sheath was used. When the catheter was inserted into the sheath and air was purged bubbles kept forming in the aspiration syringe. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Additional information was added to block g2 report source.

Event description:
It was reported that the sheath exhibited air bubbles during aspiration. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a faradrive sheath was used. When the catheter was inserted into the sheath and air was purged bubbles kept forming in the aspiration syringe. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.